Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast present in the inflation lumen. There was blood in the guidewire lumen. The balloon was loosely folded and had blood and contrast inside. There was a 13mm longitudinal tear in the balloon 4mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient status was stable.